Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Customer did not adjust for daylight savings time. Customer's blood glucose was 115 mg/dl. Tandem technical support assisted customer in correcting pump time, and customer resumed insulin therapy.